Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patient data and orders were not crossed over. The technical support specialist dialed into the station, ran a site down query to validate that all messages were crossing over without issues, and dialed into the sample device to confirm that both download and upload speeds were current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient order was not showing on the pyxis. The customer stated that this malfunction caused a delay to the patient care and the nurse managed to get medication from another station. There were no adverse events or injuries reported based on this event.